Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right atrial (ra) channel. Multiple episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf) were recorded where the shock therapy successfully terminated the episodes. Further monitoring the patient was recommended. No adverse patient effects were reported. This ICD remains in service.